Event description:
Hcp reported the pump explanted, but did not provide information on the patient symptoms or the reason for removal. The device was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.